Manufacturer narrative:
The pad was originally dispatched from (B)(6) on (B)(6) 2010, but was returned for a problem in (B)(4) 2010. The pad device was re-installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date there are three events recorded, two of which are of 10 minute duration, which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.